Event description:
The technician alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The technician replaced the side rail latch bushing, roller guide and lower pivot bolt to resolve the issue.